Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. Multiple cracks were noted in the sheath and the sheath tubing was a light yellow color. The sheath hub was fractured and attached by introducer braids. The damage is consistent with degradation of the sheath material. The degradation is consistent with the product being stored outside of the shelf box and exposed to light. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The swartz transseptal guiding introducer instructions for use (IFU) states that product should be stored in a cool, dark, dry place. The cause of the degradation is consistent with not following the instructions for use.

Event description:
During a supraventricular tachycardia procedure, the first introducer broke at the hub. A second device was used, and the tip of the sheath detached and remained in the patient. While introducing the sheath and dilator over the long 032 guidewire into the right femoral vein, the proximal portion of the sheath fractured at the juncture of the shaft and the valve. The sheath with dilator were then removed over the j wire to exchange for a new one. While removing the sheath, the distal 1/3 of it detached and remained in the superior vena cava at the level of the right atrium. A snare was used to retrieve the detached portion and bring it down to the level of the right femoral vein. While snared, the sheath began to break into multiple pieces and could not be removed percutaneously. Vascular surgery was necessary to remove the pieces with a cut-down to the right femoral vein. Inspection of the remaining, intact portion of the sheath revealed innumerous micro-fractures that transversed the entirety of the shaft.

Manufacturer narrative:
Additional information: b3, b5, g3, h6 degraded code.

Manufacturer narrative:
Concomitant device: swartz¿ braided introducer.

Event description:
Related manufacturing ref: 3005334138-2021-00188. During the procedure, the first introducer broke at the hub. A second device was obtained and used and approximately 10cm of the tip detached and remained in the patient. The third device was noted to be cracked and not used. The patient was taken to surgery for removal of the detached pieces.